Event description:
Customer reports to continuously receive a weak signal and lost sensor alarm. After troubleshooting, customer requested to have insulin pump replaced. Customer's blood glucose was 220 mg/dl. No further information provided.

Manufacturer narrative:
Up arrow button did not respond due to flattened button dome switch. Unable to verify weak signal alarm and lost sensor alarm due to no button response. Unit had minor scratched display window and cracked reservoir tube lip. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).